Manufacturer narrative:
(D10) concomitant device(s): 02-010-01-0220 - logic femoral ps cem left sz 2. 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t. (H3) pending evaluation.

Event description:
As reported by the exactech knee replacement study, the 74-year-old patient had a left tka on (B)(6) 2014. The patient presented with inflammation / pain on unk-unk-2016. It was further stated - soft tissue retinaculum inflammation gradual onset approx. 2016. Left knee - lateral aspect pain. The action taken is other - reviewed on (B)(6) 2024. Now resolved. The outcome of this event is considered resolved on (B)(6) 2024. The case report form indicates that this event is definitely not related to the device and possibly related to the procedure. This was received through clinical data collection activities and no device return is anticipated.